Manufacturer narrative:
The referenced 2013 percutaneous lead replacement was reported under medwatch MFR report # 2916596-2013-01618. Approximate age of device ¿ 5 years, 1 month. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that on (B)(6) 2016, the patient was in the clinic and upon interrogation of the system controller alarms for low speed, pump off, and low flow were noted. The patient was admitted to the hospital for evaluation. The patient has a history of a previous distal percutaneous lead replacement procedure in 2013. The system controller log files were submitted to the manufacturer's technical services representative for review. The log file data showed multiple pump stops that appeared to occur while the patient was supported by both the power module and battery power. This type of behavior has previously been linked to potential issues with the percutaneous lead. A review of submitted x-ray images showed some shield separation between the previous percutaneous lead repair and the skin exit site. The percutaneous lead was stabilized, the patient was placed on battery power, and no further alarms occurred. On (B)(6) 2016, technical services representatives replaced the entire distal portion of the percutaneous lead. The repair appeared successful. However, on (B)(6) 2016, it was reported that another alarm sounded at 11:15 pm while the lvad system was supported by the power module. Upon interrogation of the system controller, the alarms were found to be low speed operation, low flow, and pump off. The patient was placed on battery support and it was reported that no further alarms occurred. Because previous log files had captured pump stoppage events on both power module and battery power, the patient was to be listed as 1a on the heart transplant list. The patient has been asymptomatic. No further information has been provided.

Manufacturer narrative:
Additional information: the report of reduction in pump speed values and pump stoppage events while the system was supported by the power module was confirmed based on the evaluation of the returned percutaneous lead (lead) ; however, the report of reduction in pump speed values and pump stoppage events while on battery support was only confirmed based on the evaluation of the submitted log files. A section of the lead approximately 25 inches from the metal connector, was returned for evaluation. Electrical continuity testing revealed a discontinuity in the yellow wire. Breakdown of the metal shielding was identified at approximately 2.5 inches and approximately 19 inches from the metal connector. Visual inspection identified a fracture at approximately 19 inches from the metal connector on the yellow wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. The other wires were submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the other wires that would have resulted in an electrical short. As a result of the damage to the yellow wire insulation, the underlying conductor was exposed. Red heart alarms would have occurred as a result of the exposed conductors of the yellow wire contacting the braided shielding when the system was supported by the power module; however, this would not have caused red heart alarms while the system was supported by batteries. It is possible that further compromise on the percutaneous lead was present. Multiple attempts were made by the manufacturer to request for pump return; however, to date, the pump has not been returned for evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that following the percutaneous lead replacement, the patient experienced additional low flow, low speed operation alarms, and pump stoppage events while connected on the power module. The patient was placed on battery power and was listed as a 1a for a heart transplant. Patient was transplanted on (B)(6) 2016.